Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to procedural conditions and likely due to the implanted clips. The reported fatigue, dyspnea, and subsequent atrial fibrillation and pulmonary hypertension were all likely symptoms/secondary effects of the mitral stenosis. Furthermore, these patient effects likely contributed to the reported heart failure, and therefore due to patient/procedural conditions. It should be noted that the reported patient effects of atrial fibrillation, dyspnea, hypertension, mitral stenosis, and worsening heart failure, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
This is filed to report that post clip implantation, new mitral stenosis was noted. The mitraclip procedure was performed on (B)(6)2017, two clips (70407u117 and 70324u134) were successfully implanted; reducing mitral regurgitation (mr) from 3-4 to 1-2. Immediately after the procedure the patient experienced fatigue and dyspnea. The next day, on (B)(6) 2017 echocardiogram was performed and new stenosis was noted in the mitral valve.on (B)(6) 2017, a follow up echocardiogram was performed, (the patient continued to experience fatigue and dyspnea) and the patient's pulmonary artery systolic pressure (pasp) was 61mm hg. On (B)(6) 2017, the patient was admitted to the hospital with severe neuralgic pain, due to shingles the patient had previously; and possibly for heart failure (it is undetermined if heart failure was pre-existing). Echocardiogram was performed, atrial fibrillation (a-fib) was revealed and pasp was 65mm hg. Heart medication flecainide was changed to amiodarone. The patient was out of a-fib briefly and was released from the hospital on (B)(6) 2017. On (B)(6) 2017 EKG was performed, revealing a-fib again, echo revealed pasp was 69mm hg. On (B)(6) 2017: the patient underwent cardioversion for a-fib treatment and is doing fine. No additional information was provided.